Manufacturer narrative:
(B)(6) 2021 - due to the incident, it is uncertain at this point in time if we will be receiving the product for an investigation. Most likely an investigation at the consumers residence will occur and we may obtain the product for an investigation.

Event description:
(B)(6) 2021 - per the consumers attorney, a fire occurred at the consumers residence. The consumer claims the fire originated in the area where the product was located.